Event description:
It was reported that the patient presented to the emergency room (ER) with sepsis and was found to have (B)(6) bacteremia. A transthoracic echocardiogram (tte) revealed growth on the atrial lead. The implantable cardioverter defibrillator (ICD) and two leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg implantable cardioverter defibrillator 2012-(B)(6). (B)(4).